Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error alarm was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7 volts for 240 consecutive minutes due to non-sleep anomaly software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call power error detected alarm on the insulin pump. The customer¿s blood glucose level was 10.9 mmol/l. Troubleshooting was performed. Customer was advised the internal power source in the insulin pump was unable to charge. Customer advised the alarm recurred for a second time and the issue remained unresolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.